Event description:
It was reported that externalized conductors were observed via diagnostic imaging during generator change out. No dramatic changes or abnormalities in the electrical measurements of the lead were found. Lead was extracted and replaced.

Manufacturer narrative:
(B)(4). A partial lead with the distal tip measuring 51.8cm was returned for analysis. External insulation abrasion was noted at 37.9-38.1cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 7.4-12.8cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 7.5-10.7cm from the distal tip. The sensing conductor etfe was abraded at this location.